Event description:
It was reported that when a radiologist was dictating a pt report using powerscribe extends software, dictation was entered for pt b when it should have been entered for pt a. It was noted that the report was stopped before reaching the physician, and no treatment was performed on the incorrect pt. There was no report of death or serious injury associated with this incident.

Manufacturer narrative:
The facility (B)(6) had a 3rd party powerscribe extends software (v4.7) that runs under centricity workstation. The issue has been caused by a change/fix within powerscribe software, a daylight saving time (dst) powerscribe software patch. The customer reported that prior to the installation of the dst powerscribe software patch, if a radiologist opened a study in pacs (picture archive and communication system), did not dictate anything on that study, closed it and then opened another study, the "shell" created by powerscribe software was automatically deleted. After the dst software patch installation, if a radiologist opened a study in pacs, did not dictate anything on that study, closed it and then opened another study, the radiologist gets a message: do you want to delete report? This causes confusion as the radiologists didn't know which report they were being asked to delete and if they said "no", the prior exam that was opened, that powerscribe report shell would then be synched with the newly opened exam. This would create an incorrect dictation on the wrong pt.